Event description:
It was reported the speaker connection to the base of the mainboard of the intellivue multi measurement server x2 is broken and the device is unable to produce sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The fse verified the main board was defective and replaced the main board. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.